Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had two alerts a few days apart for high out of range pacing impedances greater than 2000 ohms. The patient was brought into the clinic where troubleshooting was not able to reproduce high impedance. Plan was to consider programming unipolar pace bipolar sense. The system remains in-service. No adverse patient effects were reported.